Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one one-link needle-free IV connector in which a leak was observed. This occurred in the emergency department during a CT scan on a patient. The IV access was a prn adapter attached directly to the IV catheter. The IV contrast tubing was luer-locked directly to the prn adapter. When the IV contrast was infused, the tubing remained connected to the prn adapter. However, the contrast spewed around the connection. When this occurred, the CT tech was unable to know how much contrast infused into the patient's vein. Meanwhile the patient was receiving radiation from the CT. It was stated that in order to conduct a valid CT with contrast, the patient had to be subjected to an additional dose of IV contrast as well as radiation from the additional CT. The IV tech spent approximately 45 minutes with the patient trying to get the IV to flush with the new baxter prn adapter. Before removing and restarting the IV, she decided to try the old prn adapter which functioned without any difficulty. Although the issue was reported to be with the connector, the IV tech changed the extension set in the set-up to the (B)(4). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.